Event description:
It was reported that intermittent altitude alarms occurred. Customer cleared the alarm and successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.